Event description:
Procedure: resection for rectal adoma. Reportedly, when the stapler was applied to the rectum, the staple line applied properly, however, the device did not cut the tissue. There was no bleeding, or injury because there was no cutting done by the knife. The procedure extended by 30 minutes to correct.